Manufacturer narrative:
A lot history review (lhr) of rebn0434 showed no other similar product complaint(s) from this lot number. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed and the cause appears to be an inadvertent puncture with a sharp instrument. A 23cm hemostar catheter was returned for investigation. The bifurcation was discolored yellow. The extension legs exhibit a darker yellow discoloration. The tags on the clamps were also discolored yellow. The cuff was discolored yellow. What appeared to be dry blood residue was observed on the external surface of the bifurcation. The extension legs exhibit deformation from clamping. A functional test of the catheter confirmed a leak 3mm distal to the molded bifurcation when the venous lumen was pressurized with water. The leak site revealed a chevron shaped slit in the tubing just distal to the bifurcation. Sharp edges were observed along the length of the slit, which is consistent with sharp instrument damage. Due to the condition of the returned catheter, it appeared that the device was damaged while in use. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported by the doctor that liquid leakage occurred on the catheter. No reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rebn0434 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the doctor that liquid leakage occurred on the catheter. No reported patient injury.